Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the insertable cardiac monitor (icm) exhibited noise and failure to sense. Programming adjustments were made; however, the issues persisted. Subsequently post implant, the icm exhibited loss of bluetooth telemetry, and displayed an error message when magnet response was prompted. The icm was explanted, and an alternate device was implanted instead. The patient was later discharged home.